Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report high blood glucose levels. The customer's reading was 583 mg/dl. The customer treated with manual injections and the insulin pump. The customer's symptoms included excessive thirst and nausea. The customer performed a manual prime and saw insulin exit the tubing. The customer found 2 low reservoir alerts in the alarm history. The customer performed the high pressure test and it passed. The customer was advised to change the entire set, reservoir, and insulin and treat. Nothing was replaced or returned for analysis.